Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of contamination found under all of the keypad button contacts. Evaluation also revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be worn and the contrast button symbols were illegible. The contrast button was intermittently unresponsive, which has no effect on insulin delivery function. The keypad was removed and contamination was found under all of the button contacts. Evaluation revealed that the display was dim and discolored. Unrelated to these issues, evaluation revealed that the audio bolus button was missing/detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).